Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 594 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for five days and was treated with IV drip. Customer reported to have been hospitalized again on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with IV drip. Customer reported to have experienced blood glucose versus sensor glucose differences when blood glucose was not low. Customer states sensor glucose was 50 and blood glucose was 400 mg/dl. Customer was educated on sensor and blood glucose versus sensor glucose. Customer was advised that sensor would be replaced.